Manufacturer narrative:
(B)(4). Evaluation statement: the reported event of a broken ail encasement could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference number ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported multiple devices with the ail encasement broken. There was no report of patient involvement.